Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side "capsular contracture baker grade unknown". Device has been explanted and replaced.

Event description:
Healthcare professional reported "capsular contracture grade unknown". Healthcare professional later reported "capsular contracture grade iii-IV" this record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.5., d.6a.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture grade iii-IV. Additional, changed, and/or corrected data: a4, a3b, a6, d1, d4, b5, h4, h6, h11.

Event description:
Healthcare professional reported "capsular contracture grade unknown". This record is for the right side. Device was explanted and replaced. Healthcare professional later reported "capsular contracture grade iii-IV"